Manufacturer narrative:
Concomitant medical devices: dvbc3d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported the lead displayed a spike in impedance, which occurred one time only. Re-programming was performed by increasing the threshold. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.